Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a bladder surgery, in the primary firing and two repeated firings with replacement cartridges, the instrument delivered staples only on the one side. The surgery finished with conventional methods. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2018. Batch # p56e2z. Device evaluation: the analysis results found that the tlc55 device was received with no apparent damaged and with a cartridge reload loaded on the device. The reload was returned with the left side fully fired and the right side unfired. In addition, a second reload (b - tcr55, n55p4c) was received with the left side fully fired and the right side unfired. A further investigation shows that the right wedge was not present in the pusher block. No functional test was performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the device difficult to fire? The device was not difficult to fire. Were the any unusual sounds noted? No unusual sounds noted. Were there any successful firings of device prior to the issue identified? There weren¿t any successful firings prior to the incident. What is the current patient status? Patient status is ok.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2018. Device evaluation: visual review only: one firing wedge is missing and there is no evidence of pull through pusher block.